Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the during a diagnostic ebus-tbna (endobronchial ultrasound guided transbronchial needle aspiration) procedure, processor malfunction occurred, where the image froze and error message us1605 occurred for cell board malfunction. As such, the procedure was cut short. The sample obtained was not enough and patient may need to be rescheduled. Several lymph noted that needed to be sampled only one was sampled before the malfunction. The procedure was not able to be completed as planned. The patient needs to be rescheduled for repeat procedure. Additional follow-up has been requested but unavailable the time of the report. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. The reported device defects were not confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, the reported device defects were not confirmed. Therefore, the root cause could not be determined. This supplemental report includes an update to h3, from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6. Code corrected to "67".